Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was implanted, removed and replaced intraoperatively with a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.